Manufacturer narrative:
The sc1 cap and reservoir locked properly into reservoir compartment during testing. The pump passed all functional testing including the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and the dat test at 0.0873 inches. Successfully downloaded history files and traces using thump. No under delivery anomaly noted during testing. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly and motor. The pump was received with minor scratches on lcd window, scratched case and cracked keypad overlay. In summary, customer allegation for pump possibly under delivering not confirmed during full functional testing. Unable to verify customer alleged for high bgs. Expose to moisture noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced persistent hyperglycemia despite multiple boluses. The customer attributed the issue to insulin leaking inside the reservoir compartment. The event involved products were mmt-332a, mmt-242a, mmt-1884. The customer reported blood glucose value of 200 mg/dl, and the hyperglycemic event was treated with insulin pump and manual injection. Troubleshooting was performed, including a self-test, fill cannula delivery, and displacement test, all of which passed successfully. The customer was advised to disconnect from the pump, dry the reservoir compartment, and replace the infusion set and reservoir to ensure proper functionality. Despite these efforts, the customer declined further reservoir troubleshooting and reported that the pump was not working as expected. The customer stopped using the pump and reverted to backup plans as per healthcare provider instructions. No further patient complications were reported. No product return is required for mmt-332a, mmt-242a. Mmt-1884 were expected to return.